Manufacturer narrative:
A single imaging file was provided and is from a tee that is presumed to be intra-procedural at the time of valve-in-valve tavr. Image quality is good. Findings are summarized below. Approximately 8 months after aortic valve replacement with a 3300tfx bioprosthesis implanted in a (B)(6) man, echocardiography reveals diffuse soft-tissue density thickening of all three leaflets and partial commissural fusion at the commissural posts, with systolic doming, and evidence of combined prosthetic aortic stenosis and aortic regurgitation. The cause of leaflet thickening and fusion is not apparent from the echocardiographic images; an idiosyncratic reaction to the bioprosthetic tissue cannot be excluded.

Manufacturer narrative:
(B)(4). Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Central leaks are classified as acute or chronic. Almost all pericardial bioprosthesis have some level of central leak postoperatively, especially when systolic pressure is low "andlor" prior to protamine administration and is usually tolerated by patients. Central regurgitant jets observed in studies conducted on the perimount pericardial valve in the immediate post-implant setting have been evaluated to be trivial in magnitude, size, and velocity. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. There is insufficient information available to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) year-old patient with a bioprosthetic aortic valve, implanted for eight (8) months, underwent a valve-in-valve procedure due to central aortic insufficiency. On transesographic echocardiography (tee), it was observed that a moving malfunction of the right coronary cusp of the valve showing transvalvular gradients with a vmax 3.7 m/s and a pmax 52 mmhg. An edwards transcatheter valve was implanted via transapical approach with a good result. It was also learned the patient died on pod #2 due to pneumonia and septic shock with multiple organ failure, which was not related to the procedure.

Manufacturer narrative:
Additional information was received from the customer was updated.

Event description:
Edwards received notification that this (B)(6) year-old patient with a bioprosthetic aortic valve, implanted for eight (8) months, underwent a valve-in-valve procedure due to leaflet immobility leading to central high-grade aortic insufficiency and moderate stenosis. The patient was hospitalized due a cardiac decompensation and an acute renal failure in the context of a recent aortic valve replacement with mitral and tricuspid valve reconstruction (non-edwards devices) and the failure of the patient´s pacemaker device. On transesographic echocardiography (tee), it was observed that a moving malfunction of the right coronary cusp of the valve showing transvalvular gradients with a vmax 3.7 m/s and a pmax 52 mmhg. An edwards transcatheter valve was implanted via transapical approach with a good result. No complications were noted and the patient was transferred to the ICU. An antibiotic therapy was started due to a pre-existing sepsis. The sepsis did not improve leading to a renal failure and multi-organ failure with a subsequent death on pod #2 due to pneumonia and septic shock with multiple organ failure. As per the surgeon's opinion, the death of this patient was not related to the valve-in-valve procedure.